Manufacturer narrative:
(B)(4): 1 month, os: 1+ dlk temporal, visual acuity: od: 20/20 os: 20/20; 1 month 6 days, visual acuity: od: 20/20 os: 20/20-2, 1 month 24 days, visual acuity: od: 20/20+ os: 20/20+. (B)(4) - the clinic is reporting this adverse event only and did not request or require field service. Information was discussed with the account and the following was recommended to the surgeon: use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water. Empty reservoir in sterilizer nightly. Stop using talc free gloves. Use non-fragmenting lasik sponge. More aggressive use of topical steroids when the diagnosis of dlk is made consider using different microkeratome (currently using moria one use). There is no evidence to suggest the etiology of the dlk is related to the s4 ir system. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient experienced diffuse lamellar keratitis (dlk) stage 2+ that decreased into dlk 1+ in the left eye following laser vision correction surgery. Patient also had in left eye fiber inferior and thread inferior. Post ¿ operative information: 1 day, os: 1+ diffuse lamellar keratitis (dlk), fiber inferiorly, visual acuity (va): od: 20/20+ os: 20/30; 8 days, os: 2+ dlk temporal, thread inferiorly, visual acuity: od: 20/20 os: 20/20; 17 days, os: 1+dlk, thread inferior, visual acuity: od: 20/20 os: 20/20.